Manufacturer narrative:
A steris field clinical specialist spoke with user facility personnel and learned that staff at the user facility are new and the console had not been used in a while. The reported event is attributed to user facility personnel not using the equipment in a ventilated area. The field clinical specialist offered in-service to the staff and offered to have a conversation with the customer about liquid nitrogen handling and safety. The operators manual for the trufreeze provides the following information about the trufreeze system: "warning: always use equipment in a ventilated area. Nitrogen may act as an asphyxiation hazard by displacing oxygen from a confined space. High concentrations of nitrogen in the air cause a deficiency of oxygen with the risk of unconsciousness or death. On loss of containment this liquid evaporates very quickly, causing super saturation of the air with serious risk of suffocation when in confined areas. Use of an oxygen monitoring device is recommended." A follow-up report will be submitted should additional information become available. No additional issues have been reported.

Event description:
The user facility reported that an employee was filling the console and became "woozy" due to the source tank being in a closet in the basement with inadequate ventilation. It has not been reported if medical treatment was sought or administered.

Manufacturer narrative:
The steris field clinical specialist counseled user facility personnel regarding the handling and safety of liquid nitrogen and the proper function and operation of the trufreeze system. No additional issues have been reported.